Event description:
During im injection nurse was unable to administer medication as the plunger offered too much resistance. This was after the plunger had been used to draw up the med and appropriately prepare the med in the syringe.